Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00315 with the FDA on 30-nov-2023. Additional information (01-dec-2023): in addition to the information provided in the initial MDR, the customer service engineer (cse) determined that the primary and secondary vacuum tubing and black waste reservoir caps were dirty. The cse cleaned them and adjusted the secondary vacuum. Additionally, the customer provided the gender for the patient. Sections a3 and b6 were updated to reflect this information. Corrected data (B)(6) 2023): the initial report indicates ¿patients were given antisynthetase syndrome (ass) treatment following the initial erroneous results.¿ it was clarified that patient was given heparin and underwent an echocardiography. Additionally, acetylsalicylic acid (ass) was potentially administered to the patient. Section b7 was updated to reflect corrected information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00314 and the associated supplemental report was filed for the same event.

Event description:
A falsely elevated high sensitivity troponin I (tnih) result was generated on a patient sample on a atellica im 1300 instrument. The initial result was reported to the physician(s), who questioned it. The customer repeated the sample on an alternate instrument, which recovered lower than the initial result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely elevated high sensitivity troponin I (tnih) result was generated on a patient sample on a atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse discovered that the tubes on the im module were contaminated and cleaned them. The cse provided log files and a service report for siemens review. The cause of the falsely elevated tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00315 on 30-nov-2023, the first supplemental MDR on 14-dec-2023 and the second supplemental MDR on 29-jan-2024. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The component, the investigation findings, and investigations conclusions codes were updated in section h6 to reflect siemens evaluation. The analyzer is performing within specifications. No further evaluation of this analyzer is required. MDR 2432235-2023-00314 and the associated supplemental reports were filed for the same event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00315 with the FDA on 30-nov-2023 and supplemental MDR 2432235-2023-00315_s1 with the FDA on 14-dec-2023. Additional information (04-jan-2024): in addition to the service activities provided in the initial MDR and supplemental MDR, the cse also replaced the secondary vacuum bottle cap and ran quality controls, which recovered acceptably. Additionally, instrument files demonstrate that the primary and secondary vacuum waste pressure showed an anomaly at the time of the discordant results. Siemens determined that vacuum blockages potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00314 and the associated supplemental reports were filed for the same event.